Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose levels. She was unresponsive in the morning when her husband called paramedics. The blood glucose reading was 24 mg/dl. Customer is unsure of the cause of her low blood glucose level; she tends to be low in the morning. No further information was reported.